Manufacturer narrative:
Evaluation results code other = device history review found the product met specifications when released for distribution. Conclusion: other = cause of event cannot be determined. Analysis: the valve is currently undergoing analysis. Conclusion: the device history record was reviewed and showed that this valve met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Upon completion of the analysis, a final report will be submitted.

Event description:
Medtronic received information that this bioprosthetic valve was abandoned after implant due to a central jet. It was reported that the surgeon went back on pump, place a few additional annular stitches and came off pump again. The jet was still present, therefore the valve was abandoned.